Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's hospitalization. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 4 / page 44: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 4 / page 36: you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. Living with diabetes 11 / pages 118: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes or pens for injecting insulin, blood glucose test strips, additional blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. Living with diabetes 11 / pages 119: when packing for travel, take more supplies than you think you¿ll need. Be sure to include an additional blood glucose meter and written prescriptions for all medications and supplies. Generic medications may be easier to find than brand names outside your country.

Event description:
It was reported the patient was hospitalized for a diabetic ketoacidosis coma. The patients nurse reported the event and was unable to provide additional details.

Manufacturer narrative:
The returned device was evaluated and the device successfully powered on. Data was able to be extracted. No personal diabetes manager (pdm) errors were seen in the data on the occurrence date or the day the pdm was last used. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. All readings taken from the bg meter were found to be within specifications. The pdm was found to function as intended. Pdm connected successfully to the pod and was able to administer a 5 units bolus. No issues were noted during insulin delivery. Pdm was able to communicate with the pod at 5 ft distance and administered 1 units bolus without incident. No issues were seen in pod data. Key functionality was tested, and all keys worked as intended.